Event description:
The user was unable to insert the neotrend-l sensor into the umbilical artery catheter (uac). Whilst attempting the insertion, the sensor was retracted through the y-piece seal and blood leaked back up inside the sensor. No harm or injury to the pt was reported.